Manufacturer narrative:
Upon follow up, it was reported that the patient experienced peritonitis which was manifested by cloudy fluid. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, route and frequency was not reported) for peritonitis and heparin injection (1 ml, discontinued, route and frequency was not reported) for cloudy fluid. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis event and has recovered from cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.